Event description:
The customer reported that the screen was white and couldn't see images. This caused the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The filament drive was replaced. The generator was aligned and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.